Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7004220, model/catalog description: coveredge 32 surgical lead kit 50 cm. Model number/catalog number: sc-4318, batch/lot number: 21972291, model/catalog description: clik x anchor sterile kit.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1160 (sn: (B)(4)). Device evaluation indicated that the device passed all tests performed and revealed no anomalies.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
The explanted lead and clik anchor were not returned to bsn. A review of the manufacturing documentation for the lead and clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.